Event description:
It was reported that due to a leak in the tubing between the left cylinder and the pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. The patient had his previous ipp implanted over 5 years ago and then the device stopped working. During the replacement surgery the physician discovered the fluid loss. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The surgery went with no complications. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Cylinders/pump: returned product consisted of a cx preconnect ms 21cm ps iz. The device was functionally tested and found that there was a leak in cylinder 2 due to interaction with a sharp instrument during explant. The reservoir also leaked due to fatigue at the corner of a fold. Cylinder 1 and the pump passed all tests with no leaks. The reported leak was confirmed. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Reservoir: the reservoir was visually inspected. The reservoir leaked due to fatigue at the corner of a fold. The reported leak was confirmed. Updated to include device analysis for reservoir. Reservoir: model: 720185-01, lot sn: (B)(4), mfg date: 10/07/2013, exp date: 09/23/2015, gtin: (B)(4).

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a leak in the tubing between the left cylinder and the pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. The patient had his previous ipp implanted over 5 years ago and then the device stopped working. During the replacement surgery the physician discovered the fluid loss. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The surgery went with no complications. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Cylinders/pump: returned product consisted of a cx preconnect ms 21cm ps iz. The device was functionally tested and found that there was a leak in cylinder 2 due to interaction with a sharp instrument during explant. The reservoir also leaked due to fatigue at the corner of a fold. Cylinder 1 and the pump passed all tests with no leaks. The reported leak was confirmed. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Reservoir: enter reservoir when pi is completed. Reservoir: model- 720185-01, lot sn- (B)(4), mfg date- 10/07/2013, exp date- 09/23/2015, (B)(4).

Event description:
It was reported that due to a leak in the tubing between the left cylinder and the pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. The patient had his previous ipp implanted over 5 years ago and then the device stopped working. During the replacement surgery the physician discovered the fluid loss. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The surgery went with no complications. Should additional information be received a supplemental report will be submitted.